Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service representative evaluated the pump and found the maintenance code number 7 (power supply fan failure). Proceeded to vacuum the dust from the intake fan, which was obstructing air flow. Performed full functional, calibration, and safety tests to factory specifications. The pump was returned to the customer. Ref: (B)(4).

Event description:
During a routine check of the iabp, the customer representative observed that the iabp displayed a "maintenance required code number 7" (power supply fan failure). No patient was involved.